Event description:
It was reported that the patient experienced a pericardial effusion due to dislodgement or placement difficulty of the right atrial and ventricular leads. A pericardial window procedure with drainage was done, and the leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).